Manufacturer narrative:
Concomitant medical products: item: znn, cmn lag screw, 10.5 mm, 105 mm including set screw catalog #: 47-2485-105-10 lot #: 2865039. Investigation results were made available. Trend analysis: no trend considering the following event is identified: nail breakage DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: patient underwent surgery on (B)(6) 2017 using cmn femoral nails to rectify femoral fracture. On (B)(6) 2017 the patient started experiencing pain and walk became impossible. The x-rays showed fracture, at the junction of nail and screw. Hence the patient was revised on (B)(6) 2017. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: the broken znn nail, a lag screw, a set screw and a cortical screw were returned for investigation. The visual examination shows that the nail was broken through the lag screw hole. The fracture surface on both broken parts is characterized by beach lines which depict the fatigue character of the fracture. On the fracture surfaces no material defects that could have triggered the fracture could be detected. On both broken part there are signs of lag screw movements visible. Furthermore, there are also several scratches on the outer diameter of the nail available. The lag screw shows some polished areas and damages around the grooves and also in the middle part of the shaft (see picture attached). The returned set screw shows a tip deformation which is an indication that the set screw was not correctly placed into the grooves of the lag screw. On the returned cortical screw it is visible that the thread and the head is heavily damaged. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength due to anodization. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end). => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic). => not possible -> no corrosion found during the investigation. Breakage of implant due to the implant therapy is performed not as indicated. => possible, no information provided about implant therapy. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. => possible, no x-rays have been received. Breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle. => possible, no x-rays have been received. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. => possible, it is possible that the user used the wrong angle as some drilling traces can be seen on the lag screw hole of the nail. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction. => possible, no surgical reports received to review that point. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. => possible, no specific information about limitation and postop restriction. Breakage of implant due to patient do not follow the post-operative protocol. => possible, it is possible that the nail was broken due to patients behaviour. Breakage of implant due to explanted implant is used for new implantation surgery. => possible, as no labels were received this point is possible. Conclusion summary: it was reported that the patient underwent surgery on (B)(6) 2017 using cmn femoral nails to rectify femoral fracture. On (B)(6) 2017 the patient started experiencing pain and walk became impossible. The x-rays showed a fracture on the hole for the lag screw. The nail was removed on (B)(6) 2017. The nail was in vivo for approx. 10 months. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the znn nail shows an indication for a fatigue fracture. It was also mentioned that no bone healing was occurred. No x-rays were received about implant positioning and bone healing process. There are several factors which may have contributed to the breakage. It can be that the nail was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the nail breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received an is included in this report. Other additional information was requested but is currently not available. It is reported, that the device will be available for investigation, however it is not yet received. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125, left, 11.5 mm, 42 cm on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to pain caused by implant fracture.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125, left, 11.5 mm, 42 cm on the left side on (B)(6) 2017 and the patient underwent revision surgery on an unknown date due to pain caused by implant fracture.